Event description:
It was reported that a pt was implanted with a vbr, 30 mm (part # 06-131-10302) on (B)(6) 2014 and was revised on (B)(6) 2014 due to the implant migrating anteriorly post-op (5 days post-op).

Manufacturer narrative:
Investigation is in progress.